Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin. Analysis revealed that the lead tip was intact with no observations that would have caused or contributed to dislodgement. It remains unknown when the fracture of the inner coil occurred, but possible that it occurred during the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had observations of oversensing due to lead dislodgement. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.